Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufacture date: this lot was manufactured between 01/07/2025 and 01/08/2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a cracked/broken male luer. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system y-type blood/solution set had a broken luer lock piece. This occurred while disconnecting the set from the intravenous (IV) site, after a patient infusion of blood products at a rate of 150 ml/hr. There was no report of patient injury or medical intervention associated with this event. No additional information is available.